Event description:
It was reported that a deep brain stimulation study was using stim-loc anchors. One of the sheep that was implanted had the anchor "pop open", which allowed the lead to move 3 to 4 cm. The anchor was described as springing open, or not correctly locking. The issue was not discovered until the sheep was termed and a necropsy was performed.

Manufacturer narrative:
(B)(4). Analysis of the anchor: model m924256a003, lot 082200510a, found no anomaly.